Event description:
We have had several reported instances where, after the endocatch bag with the specimen in it has been removed from the retractable ring, the remaining piece of plastic bag on the ring has fallen off inside the patient.